Event description:
A consumer reported that since bilateral intraocular lens (iol) implant surgeries seven years ago, she has had "lots of side effects", her sight has "never been good", lights hurt her eyes, feels like she is looking through fog and can only see at one area up close. She reported that no doctor has been able to find the right prescription of glasses that can fit both her eyes. She reported she is a nurse and the symptoms have been very difficult. Additional information was received from the consumer who clarified that the fellow eye was implanted with another manufacturer's iol. She also reported she has seen many doctors with no resolution to her situation. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested from the surgeon on 09/14/2012 by fax and mail. A completed questionnaire has not been received. (B)(4).